Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from an adc hospital blood glucose meter. Customer reported a high reading of 25.9 mmol/l which was higher than a lab reading of 7.1 mmol./l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Control solution testing was performed and results were satisfactory. The reported test strips have not been returned and a valid lot number has not been provided. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was completed for the precision strips and reported complaint and no tripped trends were found. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a high reading from an adc hospital blood glucose meter. Customer reported a high reading of 25.9 mmol/l which was higher than a lab reading of 7.1 mmol./l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.